Event description:
In january, 2001, I-stat corp received a medwatch report filed by facility, stating that a motor vehicle accident victim with a closed head injury died. The user report states that there was a difference in co2 readings between the I-stat device and other laboratory tests in this pt, who was administered thiopental to reduce intracranial pressure. The user's medwatch report indicates that I-stat was notified of the discrepancy on october, 2000, however, I-stat was not informed at that time that the discrepancy may have contributed to or caused an adverse event. I-stat had previously issued a technical bulletin to all users of the I-stat system in february, 2000 warning of the risk of low co2 readings in pts who receive high dose administration of thiopental in the management of intracranial hypertension. I-stat reissued this bulletin to facility in october 2000.